Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the saphenous vein graft of the 3rd obtuse marginal. It is reported that the patient suffered a peri-procedural mi approximately one day post index procedure. The patient had pre-existing chest pain prior to cardiac catheterization which has continued. The cardiac enzymes were also elevated suggesting an mi. The patient's hospital stay was extended. Investigator indicated that event was possibly related to the study stent and definitely related to the study procedure.

Event description:
The educate clinical events committee adjudicated that the previously reported mi occurred on the same day as the index procedure.

Manufacturer narrative:
(B)(4): results: myocardial infarction.

Manufacturer narrative:
(B)(4)